Event description:
The physician had difficulties trying to cross the lesion with a 3.5x13mm cypher stent. When he tried to expand the balloon, it did not open uniformly.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.